Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user is using a hollister wafer. Skincare and crusting with powder to relieve itching was reviewed with the end user. The end user to f/u if the issue is not resolved by powder. The end user reported she stopped using (B)(4) seal approx one week ago. No complaint sample or product lot number was available. Therefore, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no add'l complaints reported for this specific icc code. A review of the complaint listing for the previous twelve months for this product icc code indicates that this was the only complaint registered for this icc code, date and complaint issue. An eval has been conducted and no further work is required. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
The end user reported two to three month history of itching and redness under wafer and next to stoma; no open areas noted. A nurse advised the end user was advised to call, as the nurse suspected a reaction to the (B)(4) seal.